Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose level was not impacted. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.